Event description:
Reporter (a relative of the customer) alleged obtaining discrepant blood glucose results of 80 mg/dl on a professional system, back to back and within 10 minutes, a result of 296 mg/dl on the customer's advantage system. No hyperglycemic or hypoglycemic symptoms were reportedly experienced by the reporter (relative). No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.